Manufacturer narrative:
Device received with intermittent button response due to flattened (no creased) dome switch on act button. Connector was inspected and locked on lcd board. Device passed displacement test, rewind test, basic occlusion test, prime or a33 test, excessive no delivery test, self test and occlusion test. No unexpected no delivery alarm noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump act key was hard to respond and jammed. Customer stated insulin pump had no delivery alarms and resolved by infusion set. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.